Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 25 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 25. On (B)(6) 25, the user believed the ilet system delivered too much insulin, leading to a seizure and loss of consciousness. The user's sister called ems, and the user was transported to the hospital, where they were admitted for three days. During their stay, they received fluids and antibiotics for pneumonia. The user was discharged on (B)(6) 25 and expressed their intention to resume ilet therapy. The user experienced low bg for three hours, reaching a low of 40 mg/dl, and used glucose tablets, orange juice, and cookies to correct the low. The ilet device did alert for low and urgent low. The user was using an abbott freestyle libre 3+ continuous glucose monitor (cgm) at the time of the incident.